Manufacturer narrative:
(B)(4). The sample was returned by the customer and sent to the manufacturing site for evaluation. The manufacturing site reports that the complaint was confirmed. The root cause is related to the supplier. A non-conformance was opened to address this issue.

Event description:
It was reported that" prior to use, the customer did pre-test found malfunction". No patient involvement reported.

Manufacturer narrative:
Qn #: (B)(4).

Event description:
It was reported that, "prior to use, the customer did pre-test found malfunction." No patient involvement reported.